Event description:
Sorin group received a report that an s5 system was completely locked up. There was no patient involvement.

Manufacturer narrative:
Sorin group deutschland manufactures the s5 double head pump. The incident occurred in (B)(6) hospital, (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The pump was returned to sorin group USA for evaluation. Analysis of the pump found the reason the pump would not work is because, the protective cover on the touch screen was never taken off. When the cover was removed the pump worked properly and in accordance with all specifications. No further action is necessary.